Event description:
Patient seen for egd with bravo ph capsule placement. The capsule, from lot#:27262q; ID#:(B)(4); exp date: 01/2016, was calibrated using the bravo recorder br2-0100037 by given imaging. The capsule was placed and recorder was started at 1120. Patient left a message at 2340 that evening saying that the recorder was flashing red but all the other buttons were working as was shown to him. He called again in the morning to report that the monitor was flashing red all night and that there were no beeping sounds. The patient returned with the recorder; the study was uploaded but only recorded for less than 12 hours. Recorder was also defective because the minimum recording time was supposed to be 24 hours but the recorder stopped at 12 hours.